Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a faulty reservoir set. The customer's blood glucose level is unknown. The customer stated that the needle part of the syringe broke off. The customer will be sent replacement reservoirs.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir, and performed visual inspection. No physical damage was noted. Performed manual test and passed. The reservoir and transfer guard passed per inspection. Found no anomaly during testing. The reservoir and transfer guard connected and locked in place properly.